Event description:
It was reported that during procedure, the laser started to come out at the end of the fiber, making it impossible to continue. The fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
Correction to field d4. Lot number. The device was not returned for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all manufacturing specifications prior to distribution and there were no manufacturing deviations. The device instructions for use (IFU) was reviewed and cited to do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precious device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. A risk review was completed and confirmed that the event of forward firing is defined in the risk documentation. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure, the laser started to come out at the end of the fiber, making it impossible to continue. The fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all manufacturing specifications prior to distribution and there were no manufacturing deviations. The device instructions for use (IFU) was reviewed and cited to do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precious device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during procedure, the laser started to come out at the end of the fiber, making it impossible to continue. The fiber was replaced to complete the procedure. There were no patient complications.